Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error alarm during testing due to moisture damage on the electronic assembly. Device was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. Customer's blood glucose value was 212 mg/dl. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated that they saw a crack on the back of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.